Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-25159. It was reported the pt's scs system was explanted due to a staph infection at the lead and the ipg site. The pt was hospitalized and treated with oral and IV antibiotics. It was also reported the pt experienced a fall a month ago which the physician attributes the staph infection to the wounds resulting from the fall. The physician also noted yellow mucus in the ipg pocket. F/u revealed, the pt was released from the hospital and is "doing well".